Manufacturer narrative:
The analyzer serial number is (B)(6). The other laboratory's e 801 analyzer serial number was not provided. The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys chagas results for 4 patients on a cobas e 801 analytical unit, compared to elisa, indirect immunofluorescent, and western blot testing. On (B)(6) 2025, patient 1 had an initial result of 52.5 coi, interpreted as reactive. The sample was repeated twice and the results were 53.2 coi and 52.7 coi, both interpreted as reactive. Elisa testing was performed on the patient sample and the result was 0.5 index, interpreted as negative. Indirect immunofluorescence testing was also performed and the result was negative. On (B)(6) 2025, patient 1 had a new sample collected. The sample was tested at another laboratory on another e 801 analyzer three times and the results were 48.0 coi, 48.5 coi, and 48.5 coi, all interpreted as reactive. On (B)(6) 2025, patient 2 had a sample tested three times and the results were 63.3 coi, 62.1 coi, 63.6 coi, all interpreted as reactive. Elisa testing was performed on the patient sample and the result was 0.8 index, interpreted as negative. Indirect immunofluorescence testing was performed and the result was indeterminate. Western blot testing was also performed and the result was negative. On (B)(6) 2025, patient 3 had a sample tested three times and the results were 62.5 coi, 63.3 coi, 63.3 coi, all interpreted as reactive. Elisa testing was performed on the patient sample and the result was 0.7 index, interpreted as negative. Indirect immunofluorescence testing was performed and the result was negative. Western blot testing was also performed and the result was negative. On (B)(6) 2025, patient 4 had a sample tested three times and the results were 22.9 coi, 21.8 coi, 21.9 coi, all interpreted as reactive. Elisa testing was performed on the patient sample and the result was 1.2 index, interpreted as positive. Indirect immunofluorescence testing was performed and the result was negative. Western blot testing was also performed and the result was negative.

Manufacturer narrative:
Additional patient samples results were provided on (B)(6) 2025. On (B)(6) 2025, patient 5 had a sample tested three times and the results were 84.3 coi, 85.9 coi, and 86.1 coi, all interpreted as reactive. Elisa testing was performed on the patient sample and the result was 2 indexes, interpreted as positive. Indirect immunofluorescence testing was performed and the result was negative. Western blot testing was also performed and the result was negative. The investigation is ongoing.